Event description:
It was reported that there was a burning sensation at the implantable neurostimulator (ins). After icing the areas and turning stimulation off for two hours, the patient had a stinging sensation. Follow-up is being conducted to determine patient outcome and whether or not any additional actions were taken.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0skur, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).